Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but could not resume insulin therapy, so customer planned to use multiple daily injections as backup while technical support arranged replacement pump.